Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported issue. Physio observed that the connector of a flex cable assembly, designator p506 was loose from its corresponding connector, designator j506. This loose connection would not allow the internal hlc batteries to charge and would eventually cause the device to not have sufficient power. The customer received a replacement device.

Event description:
The customer initially reported that their device was showing its charge-pak and attention icons after the replacement of the charge-pak. After an evaluation of the device by physio-control, it was observed that there was a loose flex cable assembly internally which caused the device not to recognize the charge-pak assembly. This would lead to the device losing power and not having the ability to function properly. There was no patient use associated with the reported failure.